Event description:
A customer reported that unexpected negative reactivity was obtained with capture-r ready-ID extend ii test wells for a sample containing anti-e and anti-k.

Manufacturer narrative:
A review of the customers results showed that reactions appeared as stated. The customer was referred to the limitation section of the package insert which states that negative reactions will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed. No product deficiencies were identified.